Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump. Reportedly, the customer uses lyumjev brand insulin which is off label insulin use in the mobi pump. The customer was instructed by tandem technical support to perform various troubleshooting steps in order to complete a system check. And no issues were identified. Ultimately, the customer was advised to replace supplies and continue insulin therapy.